Manufacturer narrative:
(B)(4). Add'l data/failure investigation. Field service tech investigation discovered physical item obstruction that caused drawer to fail.

Event description:
Customer reported drawer on pyxis anesthesia system failed. No pt was present.